Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a single inappropriate shock due to oversensing of noise. Sense b artifact was suspected. It was noted that there was wandering baseline. It was also noted that the sensing vector was reprogrammed from primary to secondary. Device and electrode replacement was recommended. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a single inappropriate shock due to oversensing of noise. Sense b artifact was suspected. It was noted that there was wandering baseline. It was also noted that the sensing vector was reprogrammed from primary to secondary. Device and electrode replacement was recommended. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.